Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 456 mg/dl. Customer stated that they were continuously receiving request to enter a calibration but they were not able to calibrate. Customer declined the troubleshooting for high blood glucose. The devices will not be returned for analysis.